Event description:
It was reported to philips that the system was unable to power on. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the power line fuse f11 was blown due to failure of main power control unit. The cause of the main power control unit failure could not be conclusively determined by the supplier's part analysis, however the replacement of the main power control unit and fuse f11 by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.